Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer entered the intended amount for a mealtime bolus, but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu. As a result, the customer¿s blood glucose (bg) level decreased to 49 mg/dl. Customer also alleged that the settings needing to be adjusted contributed to the low bg reported. Customer consumed carbohydrates to address bg and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." H3 other text : device not returned.